Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2015 with the following findings: the black box data from the date of the event has been overwritten due to continued use of the pump. The current black box showed no evidence of an intermittent power event. There were battery compartment cracks observed in the thread area and below the grip pad. The pump case was cracked in the corner of the display area. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.